Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 515 mg/dl at the time of incident and the customer was alleging high blood glucose and under delivery. Customers current blood glucose level 164 mg/dl. The customer reported the symptoms related to their high blood glucose nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection and intravenous insulin for high blood glucose. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.